Manufacturer narrative:
Review of ticket trending and lot search data for likely cause lot 93525un17 did not identify an increase in complaint activity related to the complaint issue. In addition, a device history record review was performed on lot 93525un17, which did not show any potential non-conformances, deviations, or non-conformances. Accuracy testing was also performed to evaluate the performance of reagent lot 93525un17. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Taken together, no product deficiency was identified.

Event description:
The account generated a false positive architect stat troponin-I of 0.587 ng/ml ((B)(6)). The same sample was repeated on another architect analyzer with negative architect stat troponin-I result (0.004 ng/ml). Three new samples were obtained also with negative troponin results. The account uses an troponin cutoff of 0.3 ng/ml. Additional testing was abnormal EKG and normal cardiac catheterization. The account stated the cardiac catheterization was performed due to the abnormal EKG and would have been performed regardless of the architect stat troponin-I result. The patient was discharged. No impact to patient management was reported.